Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 9633179) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31705879) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient. The physician removed the delivery wire smoothly from the microcatheter and the stent was still attached to the delivery wire. The physician replaced both devices to complete the procedure. There was no report of any negative patient impact. On 21-apr-2026, additional information was received. Per the information, the procedure was targeting a dissecting aneurysm on the v4 segment of the vertebral artery. There had been no resistance during the advancement of the stent. An adequate continuous flush had been maintained through the microcatheter. When the device was removed, no damage was observed on the stent / stent delivery system. The replacement microcatheter was also another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633179. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.